Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. (B)(4).

Event description:
It was reported the PICC line (chemotherapy treatment) had a crack/hole in the lumen 4 months post placement. As a result, the PICC line was removed and replaced with a new one. No part of the device remained inside the patient. Per the patient, there was no trauma to the PICC line through the week at home.